Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported no downstream occlusion which was reproduced troubleshooting of the device. The cause was determined to be out of specification downstream sensor no tube calibration which was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no downstream occlusion, the unit was testing around 20-21 pounds per square inch (p.s.I. ) on the medium setting. It was found during testing. There was no patient involvement. No additional information is available.